Event description:
A caller reported experiencing multiple occlusion alarms, although technical support was unable to verify the alarm number in the pump history. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. The customer acknowledged each alarm, resumed insulin administration, and completed the bolus.